Event description:
It was reported that the patient implanted with this subcutaneous system developed a hematoma in the device pocket. The following day the device pocket was reopened to remove clots and cleaned. During this procedure, the electrode was noted to have been deviating to the left, therefore the electrode was repositioned. This system remains in service. No additional adverse patient effects were reported.